Event description:
It was reported that the customer was hospitalized twice for low blood glucose levels. The customer was hospitalized on (B)(6) 2014 at 11 pm for a blood glucose level of 37 mg/dl. The customer stated he was unconscious when paramedics arrived. The customer believed the insulin pump was delivering too much insulin. Standard troubleshooting was performed. It was discovered that the customer's fill cannula rate was set at four units. The customer was advised to contact his health care provider for the correct setting. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).